Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mitral regurgitation (mr) with an mr grade of 4. Two clips (70612u132 and 70612u133) were implanted, reducing mr to <1. On an unspecified date, the patient returned with the heart failure symptom of dyspnea. An echocardiogram was performed, it was noted that one clip had detached from one leaflet and remained attached to the other leaflet (slda). The mr had increased to 4. It is unknown which clip had the slda. On (B)(6) 2017, mitral valve replacement was performed. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history identified no similar incidents reported from the two lots. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported mitral regurgitation (mr) was likely a result of the slda, and the reported heart failure and dyspnea, were likely cascading effects of mr. It should be noted that the reported patient effects of worsening mitral regurgitation, worsening heart failure and dyspnea are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the devices.